Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon fractured off a small piece of the anterior condyles of the femur while using the cutting block during a surgery.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination did not reveal any signs of major damage or deformation. The referenced pins in the anterior cutting slot were added as part of a previous rework project to increase the strength of the slot. Functional testing of this design found that it performs as intended, and that all bone was removed when following the associated surgical technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.